Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions and cystoscopy procedure, the 9mm needle broke in half from the device and disengaged into the patient's cavity. The surgeon was able to retrieve the 5mm broken piece and was unable to locate and retrieve the 4mm piece within the patient.